Manufacturer narrative:
Correction: upon further review, it was noted that in the initial MDR section b-1 report type - product problem was not check marked, article citation was not provided, and a copy of the article was not provided. The information was known at the time of the initial report, but inadvertently not included. Therefore, this supplemental filing is to correct the entries and information that were inadvertently not included. The following sections have been updated accordingly: section b-1 report type: product problem a copy of the article is provided with this report. Citation: edoigiawerie s, weber p, gorla m, campagna g, sheybani a, qiu m. Glaucoma tube shunt revision with scleral "turtle-plast". J curr glaucoma pract. 2024 oct-dec;18(4):171-173. Doi: 10.5005/jp-journals-10078-1453. Epub 2025 jan 20. Pmid: 40110512; pmcid: pmc11915361. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report summary: the following article was received based on literature review. Literature title: glaucoma tube shunt revision with scleral "turtle-plast". A case study was done to illustrate the use of a tutoplast plug to create a watertight seal in the corneoscleral fistula formed after tube shunt removal. In case 2, it was reported that a 58-year-old with secondary open-angle glaucoma underwent removal of a baerveldt-250 implant due to tube erosion. It was also reported that the patient will undergo cyclophotocoagulation in the future as necessary for further iop control. Serious injury: yes. Device malfunction: yes. Interventions: yes. Off label use: no.

Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: the date article was accepted: 18-nov-2024 section d-4 model number: a complete model number is not available as device serial number was not provided. Section d-4 catalog number: a complete catalog number is not available as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.